Event description:
The time of event is not during procedure. There was no report of patient harm. Video image failure(objective lens broken).

Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model eg-2990k is available in the USA with a 510k number k131902. The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the objective lens was broken. Based on the result, we concluded that it was caused due to the excessive force applied on the objective lens. In addition, our technician confirmed that the light guide cable coating damage, the distal body broken, the insertion flexible tube compressed (short in length), the light guide cable compressed (short in length), the angle wire play, the biopsy inlet t-piece deformed, the body cover grip leak, the insertion flexible tube cut, the body cover grip loose, the light guide cable loose, the junction case loose, the lg prong top loose, and the ethylene oxide gas valve (eog) loose; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.